Manufacturer narrative:
Additional information: one 3 lesion nt1100¿ pain management rf generator was received for evaluation. The generator was unable to power on. The rear power fuses were inspected and confirmed functionality. Internal inspection identified the power supply board was physically damaged due to an undetermined event. Further inspection was not possible due to the physical damage observed on the generator. The root cause of the temperature issue and subsequent cancellation remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an ablation procedure, motor stimulation was able to be performed, but when attempting to perform the lesion, the temperature did not go above 36º (the desired temperature was 80º). The patient was prepped and the probes were placed. The procedure was unable to be completed; it was rescheduled and completed at a later time. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.